Manufacturer narrative:
The reported event of header anomaly and impedance anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly. Functional testing of the device was normal.

Event description:
Related manufacturer reference number: 2017865-2023-19741. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator and right ventricular lead exhibited high defibrillation and pacing impedance. It was suspected that the device set screw was loose. The device and lead were explanted and replaced. The patient condition was stable.